Event description:
It was reported that during a surgical procedure at the user facility the decorative screw of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. It was confirmed that the decorative screw did not fall into the surgical site.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the decorative screw of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. It was confirmed that the decorative screw did not fall into the surgical site.

Manufacturer narrative:
The reported disassembly of the device was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include the decorative screw becoming loose due to vibration and falling off on impact.